Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 366mg/dl and a correction bolus via the pump was delivered to address the bg level. During troubleshooting a new cartridge was loaded and the pump performed as intended. After loading the cartridge, the customer successfully resumed insulin deliveries. Reportedly, the customer wears the pump against their skin leading to possible abrupt temperature changes to the pump. Tandem technical support advised the customer to allow the pump to fully deliver a correction bolus before placing the pump back against the skin.